Event description:
Brief inquiry description: new onguard 2 spike port adaptor leaking. Detailed inquiry description: injury: no. Using the device with 100ml ns pab and they experienced leakage around the pab port after manipulating the spike port adaptor.